Event description:
The user facility reported that the 6fr angio-seal vip device involved was used on the patient; however, the mechanism failed, and the angio-seal did not deploy. The doctor then applied manual compression of the site to gain hemostasis. There was no injury caused to the patient. Additional information was received on 06 sep 2022: the procedure performed prior to using the closure device was an angioplasty of the lower limb. A 6 french procedure sheath was used. The procedure was for a patient that was slightly overweight, therefore access to the vessel was moderately diseased. There was no pre-deployment angiogram performed, it was an ultrasound scan (uss) guided puncture. There were no issues with inserting the device, however during deployment it felt like the footplate did not deploy and the whole device was withdrawn without any resistance. There was no blood loss that exceeded 250cc's. The patient was in stable condition without any other complication. Due to unsuccessful deployment of the device involved, manual compression was attempted for hemostasis and was successful.

Manufacturer narrative:
Weight: slightly overweight. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube & hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, re-engaged, and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. All the contents were able to deploy as intended. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).